Manufacturer narrative:
On 8-dec-2016, a medtronic representative performed an imaging system check-out at the site; the mechanical tests, imaging tests and safety inspection all passed, and the system performed as intended. The reported issue could not be replicated. It was noted that the site needed training on how to manually open the door of the imaging system.

Event description:
A site representative reported that the imaging system was unable to take a 3d image. There was no patient present when this issue was identified. No further details regarding this issue, or specifically when it occurred, were provided.